Event description:
The kidkart mighty lite dependent mobility system's three point positioning belt had failed during bus transport to the child's school. According to mother, the child was riding in the stroller, tied down by the bus's wheelchair transit system. When the driver braked sharply, the anchor point for the seatbelt in the stroller's seat ripped away, releasing the bottom part of the three point belt. Child slid forward in the stroller seat and struck her head on something and was bruised. Upon inspection by the rehab tech clinicians, it was seen that the hardware at the top of the h-harness was also starting to pull out through the material.